Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No possible over or under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device received with minor scratched lcd window and cracked reservoir tube. The test infusion set and reservoir does lock into place. Device passed the delivery accuracy test at 0.0875 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was harder to read due to scratches on it. The customer's blood glucose was unknown. The battery life has diminished less than when brand new, insulin pump has rejected brand new batteries, the insulin pump getting no delivery alarms during priming process, had to rewind more than once during reservoir change, had to press button multiple times in order for insulin pump to work properly, insulin pump has locked up having button error and was delivering 13 units of insulin when it should have been 0.3 units. The insulin pump will not be returned for analysis.